Manufacturer narrative:
(B)(4). Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, redness, bruised, and "coloring is reddish purple" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: "precautions ¿ patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events per table 1: injection site responses by severity after initial treatment occurring in > 5% of treated subjects possible injection site responses include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. Treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. In the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae. ¿in the juvéderm volbella® xc group, after repeat treatment with juvéderm volbella® xc, treatment-related aes were reported in 13.7% (17/124) of subjects. Injection site mass occurred in 7.3% (9/124) of subjects. Treatment-related aes occurring in = 5% of subjects included chapped lips and injection site bruising, edema, induration, and pain. Treatment-related aes after repeat treatment occurred with lower incidence rates, severity, and duration compared to initial/touch-up treatment."

Event description:
Healthcare professional reported after injection in the "nasolabial folds, oral commissures, and marionette lines" with 1 syringe of juvéderm volbella® xc, the patient experienced ¿swelling, redness and the area looks bruised." The symptoms were noticed 7 weeks after injection in the areas of injection. The patient was treated with vitrase on 3 occasions and has been prescribed keflex and topical hydrocortisone cream. The area is still "swollen, you can see where the product was injected and the coloring is reddish purple." Patient was taking "birth control and spironolactone" at the time of injection. Symptoms have improved but aren't completely resolved at this point.